Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that the clinician needed assistance with device information displayed from the transmission. It appeared that the quick look said one thing, but the list of episodes states another. The carelink transmission was reviewed and the data was interpreted for the clinician. The device remains in use. No patient complications have been reported as a result of this event.